Event description:
A medium vcare uterine manipulator was used for this case. During the surgery, the handle started to spin, and this product should not do this. All pieces of the vcare were verified before and after the case. I have given the used manipulator and lot # packaging to our equipment, materials, instrument coordinators (emis).